Event description:
It was reported that device entanglement occurred. The target lesion was located in coronary artery disease (cad). An opticross imaging catheter was selected for used. During the procedure, the device was entrapped on a non-bsc guidewire. The opticross imaging catheter and the guidewire were removed together. The procedure was completed after the guidewire and opticross imaging catheter were replaced. There were no patient complications reported.